Event description:
It was reported the pt was in a motor vehicle accident. Afterwards, the pt could no longer receive adequate coverage. X-rays were taken and revealed lead migration. The pt may undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.